Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v sbm 3.7mm 3.5mm 13mm (item # tsvb13) was received for investigation. Visual inspection of the as returned product identified no signs of significant wear, damage, or deformation. The returned implant's dimensions were measured with digital calipers and found to be within the specifications in the product's engineering drawing. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: date of this report. Device expiration . UDI is n/a. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Changed "no" to "yes". Date of manufacture. Entered evaluation codes. Added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the patient experienced peri-implantitis. The patient also suffered inflammation and pain. The implant was removed from tooth location 23.